Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor pod removal the sensor wire had detached and was sticking out of their belly. The sensor was inserted at the abdomen on (B)(6) 2015. Patient stated that the removed the wire with their fingers. No additional event or patient information is available.